Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during sleeve gastrectomy, the device had a seal issue. The surgeon said that the seal was not hemostatic and requested a ligasure device and upon sealing, the surgeon noticed an abnormal amount of bleeding. There was no regrasp alert, an end tone was heard and there was an evidence of energy delivery. It appears that was as according to the surgeon, the device had no issue and same ligasure appears to work on a second generator. They used a new ft10 generator and plugged the ligasure device into a new unit. The surgeon was able to clip where bleed occurred.